Event description:
During an in-clinic follow-up, the patient was being monitored and loss of capture was observed on the right ventricular (rv) lead. The patient is pacemaker dependent, however did not experience any consequences due to the event. No intervention was performed. The patient was stable and will continue to be monitored.